Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#s: 3006705815-2017-01555; report#1627487-2017-06692. It was reported the patient experienced an allergic reaction to the implanted products. Reportedly, allergy testing was performed however results were inconclusive. As such, surgical intervention was undertaken at an unknown date wherein the system was explanted. The company representative was not present for the case.